Event description:
It was reported via clinical trial that the target lesion was located in the distal left circumflex artery (cass site 19) with 88% stenosis (95-99% per source), a length of 18 mm, and reference vessel diameter of 3.22 mm. The patient had continued complaints of chest pain following the index procedure. Cardiac enzyme elevation on (B)(6) 2009, 1 day post index procedure, was consistent with protocol definition of myocardial infarction. The patient underwent repeat angiography on (B)(6) 2009 which showed a very good result from her stent with no significant abnormalities detected in her coronaries. The patient was discharged on (B)(6) 2009, on aspirin and clopidogrel. The event resolved without residual effects on (B)(6) 2009. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and myocardial infarction are listed in the products instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.